Event description:
Additional information received reported that the patient¿s extension had to be replaced and that the coupling issue had been resolved. The patient was reported as ¿happy and doing well.¿

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension.

Event description:
It was reported that a coupling issue occurred. It was noted that the patient charged ¿fully or close to full¿ a few days prior to the report. It was noted that the manufacturing representative could not interrogate the implantable neurostimulator (ins) with the clinician programmer. It was noted that the patient ¿all of a sudden felt like the wires were next to the ins.¿ it was noted that the patient did not have any falls or trauma. It was further noted that the patient did not use the belt to charge. It was noted that the manufacturing representative was only able to get 2 bars to show up through the troubleshooting. Additional information reported that the patient was having difficulty recharging the device. It was noted that the patient could not get good coupling. Additional information reported that the patient was referred for x-rays and had a scheduled appointment with a neurosurgeon. Additional information reported that the patient was scheduled for surgery on (B)(6) 2013. It was noted that the x-ray revealed the extension was twisted.

Manufacturer narrative:
Product ID 37651, serial#(B)(4), implanted: 2013 (B)(6); product type recharger product ID 3387s-40 lot# v883770, implanted: 2012 (B)(6); product type lead product ID 3387s-40 lot# v883770, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).